Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failure was due to broken cubie lid. A field service engineer confirmed that user reached out pharmacy for drawer replacement to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawers inaccessible, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.